Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity (cleaning), the set screw was stuck in the sternal saw. There was no patient involvement.